Event description:
During a vat procedure, md asked to use the powered echelon stapler. When he used it, it did not fire, and he believed that it was due to the batteries not working. Another same stapler was opened, and it did not fire either. The staplers were both: echelon flex 60 compact articulation endoscopic linear cutter pce60a. The rep was called and responded. She will be here to pick up the staplers.